Event description:
Litigation papers allege the following: after the surgery, patient began having pain and problems in her right hip area. Throughout the next several months, patient's pain in her right hip continued to increase. She experienced difficulty walking, and had a "catch" in her right hip. On or about (B)(6) 2008, patient underwent a second surgery to replace the asr system. A second asr hip was implanted. After the surgery, patient began having pain and problems in her right hip area. Throughout the next several months, patient's pain in her right hip continued to increase. She was unable to walk and experienced a "catch" in her right hip. On (B)(6) 2010, patient's second asr hip transplant was removed.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: (B)(6) 2014- updated litigation received. Litigation alleges "the defective depuy asr hips and resulting revision surgeries proximately caused foreseeable medical complications that proximately caused or contributed to cause (B)(6) death on (B)(6) 2013." There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
"**Update** (B)(4) 2013 - ppd received. Part/lot was provided. There is no new additional information that would affect the investigation.